Event description:
The customer reported a device failure to alarm. No patient harm was reported.

Manufacturer narrative:
(B)(4). The customer reported a device failure to store a technical inop (leads off). The users had expected technical inops to re-alarm after silencing, but they had not configured this alarm to do so. No patient harm was reported. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.